Manufacturer narrative:
Without the return of any product, it is not possible to determine if damages or defects existed on the product(s), nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, values can change quickly and dramatically. Displayed values should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported by the customer that the cardiothoracic surgeons and intensivists have been reporting that the swan-ganz catheters are ¿not lining up¿ and providing incorrect readings. The cardiac index (ci) value did not correlate nor predict the svo2 value. The ci frequently registered low, while the svo2 registered clinically significantly higher with the higher svo2 more accurately reflecting the patient condition. The customer states that the affected model number(s), lot number(s), quantity, and dates of occurrence with exact details are unknown. The device in this instance was discarded. There was no allegation of any patient injuries.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.